Manufacturer narrative:
Insulin pump powered up properly and display is functioning properly. Insulin pump passed displacement. However, insulin pump alarmed prime during basic occlusion test, due to slightly protruded drive support disk. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their device was squirting insulin during the manual priming process. Customer stated that while changing the infusion set, they accidently pressed the incorrect button and insulin started squirting out. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.